Event description:
Reportedly medics responded to cardiac call, the patient was unconscious and unresponsive. Device attached to patient with disposable defibrillation electrodes and the device analyzed once, with a no shock advised. Operator states that the patient was asystole at that time. While moving patient to the rig for transport, it was observed that the device was off. Operator powered the device back on, and it stayed on for several seconds then powered off. The operator attempted several times to turn the device back on, without success. The patient was transported to the hospital about 3 minutes away. The patient was not resuscitated. Reporter indicated that the alleged malfunction did not cause or contribute to the patient's death, based on an assessment of patient viability.